Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received pt outcome info indicating that the pt expired. The cause of expiration was noted to be pump thrombus. No further info is available at this time.

Manufacturer narrative:
According to the info provided, the lvad pump will not be returning for eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The pump was not returned and no autopsy was performed. A correlation between the device and the report of suspected thrombus, subarachnoid hemorrhage and rising lactate dehydrogenase (ldh) levels could not be conclusively determined. The instructions for use lists thrombosis, bleeding and hemolysis as possible adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the intermacs report indicated "patient has a history of thrombus, consistently low flows at this admission on hm ii and rising ld. Patient was not a candidate for repeat vad exchange, transplant or other advanced therapies. Patient rental function had worsened, his lactate was high, acidotic and minimally responding due subarachnoid hemorrhage. Family decided to make the patient dnr/dni and comfort care".